Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that despite the completion of recommended washing, blood residue remained in the valve gap of a one-link neutral luer activated device. This event was noted after patient use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three devices were received for evaluation. Visual inspection on the returned samples revealed that all samples had blood residue present in the housing. Microscopic inspection was performed and the center slits on all three samples appeared deformed. All three samples were then disinfected and flushed with bleach water and it was noted that the center slits appeared normal after disinfection and swabbing. Leak testing was also performed on all three samples with no issues noted. A video sample was also provided demonstrated the technique that was used the date of the reported event. Upon analysis, it was determined that the improper technique was being used. There was no swab of the surface performed after the blood draw was performed. The one-link contains label instructions regarding the proper use technique which state, ¿swab luer activated surface with preferred antiseptic prior to first use and before every subsequent connection. If one-link connector cannot be cleared of blood after blood infusion/sampling, replace immediately. If blood remains on one-link connector¿s luer activated surface after sampling, swab surface. F) flush one-link connector with 10 ml or more after blood infusion/sampling. If 10 ml flush cannot be performed after blood infusion/sampling, replace one-link connector immediately.¿ when a swab of the one-link surface is not performed and blood drops are present at the top surface, once the saline flush is connected to the one link with the blood drop on the top surface, the blood can travel into the one link interstitial space, thus making it impossible to clear. Based on the evaluation, the complaint was not confirmed for nonconforming product, as there was no baxter product defect or malfunction. The reported event occurred due to the user error - not properly swabbing the one-link per label instructions. Should additional relevant information become available, a supplemental report will be submitted.